Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate gemini device, it was reported that the jaws were broken, and the device leaked water. See attached photos. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: medtronic received information that during use of these cardioblate gemini devices, it was reported that the jaws were broken, and the devices leaked water. Correction e3 (occupation): this field has been updated. Correction g4.4 (PMA / 510(k) #): this field has been updated. Correction h6.1 (device codes (fdd/annex a)): this code has been updated. Additional information b5: medtronic received additional information that the cables were not broken prior to use. The jaws of the devices were not clamped onto a surface besides tissue. The jaws were closed and locked 4 to 5 times. The broken/damaged pieces fell into the patient and they were removed. Medtronic received additional information stating that the customer used a surgical device to remove the broken pieces. After both devices broke, the ablation surgery was no longer continued, and the left atrial appendage resection was performed directly. Medtronic received additional information stating that the surgical device that was used to remove the broken pieces was a surgical forceps. Medtronic received additional information that the customer noticed the issue during use of the devices. Forceps were used to guide the tips into place. The guides are used during the placement of the tips. No additional positioning was necessary after the guide had positioned the tips. Four to five lesions (ablation cycles) were completed before the customer noticed the broken tip. The issue resulted in shortened ablation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.